Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Following the re-connection of the loose cable, the reported issue could not be replicated by the representative. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the monitor for the navigation system was intermittently losing the display. It was reported that the connector on the back of the monitor was loose. Tightening the connection resolved the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.